Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that during the post-op stay the patient woke up with a creaking sound in the back. It was reported that two days post-op the patient underwent a revision surgery in which the screw nut thread bad broken off. No additional information is available.

Manufacturer narrative:
Visual and microscopic examination did not identify crack, fracture, or breakage. Microscopic examination of the crest and flank of the leading edge of the set screws are damaged, consistent with misalignment. Functional evaluation with a sample mas found the set screws unable to be fully engaged into the mas head. Additionally, the set screw rod witness marks suggest incomplete or angulated seating onto the rod.